Event description:
It was reported that the patient "had the system replaced/redone (leads)" on (B)(6) 2013. More than two weeks later, it was reported that the cause of the event was "percutaneous lead providing insufficient stimulation in secondary to posture, mechanical pain at ipg (implantable pulse generator) site." The event was attributed to the ins (implantable neurostimulator) and the lead. Battery depletion was normal. The issue was due to the lead/extension providing sporadic stimulation. Surgical intervention included revision and replacement on (B)(6) 2013 together with intra-operative reprogramming. Lead impedance was fine. Lead replacement and generator repositioning occurred. The patient required hospitalization as a result of the event and recovered without sequelae.

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was further reported that the patient had their leads redone in (B)(6) 2013. The bottom lead was repositioned and they redid the leads around the patient¿s spine.